Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 had damaged EKG port during routine check by customer. During inspection, revealed that the EKG connector was worn and loose, causing intermittent EKG signal readings. There was no patient involved.